Event description:
It was reported that customer was hospitalized on (B)(6) 2015 with blood glucose of 683 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer had symptom of vomiting. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Nurse was calling to requesting assistance with customer's insulin pump and its usage and settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.